Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va00bes, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The health care provider (hcp) reported that the patient may have had their implantable neurostimulator (ins) removed, but the leads were left behind. The patient needed a brain and cervical MRI. Another hcp confirmed the ins was explanted on (B)(6) 2012. There was an infection surrounding the ins battery generator and generator skin site. Anesthesia was coming out of the wound indicating the deep-seated infection and so the decision was made and the hcp opened up the ins site. The battery generator was removed and the wound looked very clean except for the obvious probably strep or staph infection that was probably on the device itself. There did not appear to be any surrounding erythema or pus or necrotic tissue. The wound was carefully irrigated with bacitracin and antibiotic irrigation using a special lavage method. Once this was accomplished, the midline site for the implantation of the electrode was opened and allowed the hcp to pull the electrode out including all of it, holding it in place with a straight shot without any fracture of the wires. The electrodes were taken out intact and no leads were left in the patient on explant. Removal of the ins and electrodes took place with irrigation of drainage of the wound with cultures. With the entire device removed, there was no need for debridement, so the hcp put a drain in through a separate lateral right-sided skin incision and closed the superficial tissues over that to allow the bottom of the ins site to heal. The hcp left the top part of the skin open to heal by secondary intention. There was no surrounding cellulitis and the patient tolerated the procedure very well. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.